Event description:
When opening a box of 10 convenience kits, it was noted that one kit pouch was not sealed, thereby compromising sterility. The kit was not shipped to an end user and is being returned for evaluation.